Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unresponsive post-operative after a craniotomy and two days later had a ventricular tachycardia (vt) arrest and was revived. The physician was wondering if something happened after a magnetic resonance imaging (MRI) to cause the implantable pulse generator (ipg) not to store episodes. Data was sent from the device and there appeared to be no issues with the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.